Event description:
It was reported that during the implant attempt, the lead exhibited good measurements until after the t-wave shock testing. The lead then exhibited a decrease in sensing and impedances. The lead was disconnected from the device with the intention of repositioning, and remeasured through an analyzer, exhibited good measurements once more. The physician decided to keep the lead where it was, but expressed dissatisfaction with the decrease in sensing. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.